Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: vyaire medical was not able to confirmed the reported issue. Unit passed 141 hours of extended test at customer settings without any unusual alarm or error condition. Passed initial final test using automated testing fixture which test the total functionality of the ventilator. Ventilator passed initial alarm volume test with no restriction. The unit was opened and inspected no anomalies were found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator alarmed blower demand while on a patient. The customer confirmed that there is no patient harm associated in this reported event.